Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced "blue slide clamp was closed above the actual pump so no fluid was flowing but the pump continued to infuse, not alarming in error" during therapy (medication, programmed amount and delivery rate unknown). The customer also stated that the "patient was not harmed and that the infusion completed successfully." All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.